Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/13/2021. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned sample of (6) discardit 2ml from lot # 0209210 product # 300844 with the reported issue that ¿there are cracks in 2ml syringes which she noticed while aspirating the vaccine while vaccination¿. The DHR of material number 300844 and lot number 0209210 was checked and no quality notifications were recorded on this lot. Six samples and one photograph were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 300844 and lot number 0209210 for investigating the reported defect of cracked barrel. None of the ten retention samples showed any cracked barrel on visual inspection. The received samples were tested for cracked barrel on visual inspection and underwater leakage, and it confirmed that there was a cracked barrel found in the original sample. The defect is confirmed. The probable root cause of crack barrel is due to the process of 2ml online barrel transfer from molding area to the hopper that processes them further to assembly and packaging. The cracking of the barrel was observed while simulating this process. It was found that when cold barrels (stored in poly) are mixed along with online barrels, there is a temperature variation of hot and cold barrels as they are passing through the pneumatic shoot. H3 other text : see h.10.

Event description:
It was reported that bd 2 pc 2ml discardit ii¿ syringe was damaged. This occurred on 25 occasions. The following information was provided by the initial reporter: received call from staff nurse stating that there are cracks in 2ml syringes which she noticed while aspirating the vaccine while vaccination, after noticing while she using the box found many syringes has the same damage, hence called me, immediately I went and opened some of the packed syringes and found the same damages and I have collected some 6 samples from hospital.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 2 pc 2ml discardit ii¿ syringe was damaged. This occurred on 25 occasions. The following information was provided by the initial reporter: received call from staff nurse stating that there are cracks in 2ml syringes which she noticed while aspirating the vaccine while vaccination, after noticing while she using the box found many syringes has the same damage, hence called me, immediately I went and opened some of the packed syringes and found the same damages and I have collected some 6 samples from hospital.